Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387-40, lot# j0228090v, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on the day of a replacement procedure for normal battery depletion, high impedances of greater than 40,000 ohms were found pre-operatively on 0<(>&<)>3, 1<(>&<)>3, 2<(>&<)>3, and c<(>&<)>3; the patient was programmed on 2- 0+. No symptoms were reported as the patient was receiving good therapy. Follow-up revealed that the lead was tested with the twist-lock cable and an external neurostimulator (ens), and was discovered to be the cause of the impedance issues. The lead was scheduled to be replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.